Manufacturer narrative:
The fse replaced the co2 module and has ordered a replacement qcpr meter. The customer is to replace the qcpr meter upon delivery to rectify the issue.

Event description:
It was reported to philips that the device had an unspecified issue with the co2. There was no reported patient involvement.